Event description:
Same case as # 2134265-2008-01677. It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). The lesion was predilated with a maverick balloon and the physician attempted to place a taxus express2 3.0 x 12 mm drug eluting stent, however, the stent delivery system was unable to cross the lesion. As the physician was removing the device, the stent stripped off the balloon in the proximal rca. The physician attempted to place a taxus express2 3.5 x 12 mm drug eluting stent, but this one dislodged as well. The physician did not attempt to retrieve the dislodged stents and opted to crush the stents in the proximal rca with another stent. A total of 7 taxus express2 stents were implanted in the pt, including the dislodged stents. No further complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.